Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical, the customer called in to report that they encountered a 25326 error. The technical support engineer (tse) confirmed with the customer that the blue fiber communication status was fine. The tse then had the customer perform a hard power cycle on the system, but the 25326 error was not resolved. The tse reviewed the system logs with the customer and identified error 25326 (p1=4b) pointing to a communication issue on the right master tool manipulator (mtm). Intuitive surgical, inc. (Isi) performed follow-up with the customer on 01-dec-2021 and obtained the following additional information regarding the reported event: system functionality was checked prior to use, and the system initially powered on with errors; however, it is unclear how the errors were resolved at that time. The surgeon was able to see through the high resolution stereo viewer (hrsv) and go into following mode. The customer transferred the patient to another operating room to continue with another da vinci surgical system. The procedure was converted to another da vinci surgical system and completed robotically with no reported injury.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported problem. The fse reviewed the system logs and identified error 25326 ¿ error_control & transform processor_remote compute engine_communication_timeout. The fse checked the base components status of the surgeon side console (ssc), and there was no printed circuit assembly (pca) indicator light emitting diode (led) lighting. The fse noted that the generic power distribution (gpd) was defective. The fse replaced the gpd and checked system functions. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the gpd involved with this complaint and completed the device evaluation. Failure analysis investigations replicated the reported failure. The gpd was installed and tested on a pca test system. The ssc did not power on. There was only a 48v led present, and no other power regulator was found. This gpd had a power issue. The root cause was determined to be a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to another da vinci surgical system. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.